Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced extreme pain, erosion of internal tissues, chronic infection, perforation of her bladder and urethra, and dyspareunia. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.